Manufacturer narrative:
(B)(4). Complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no defect was found.

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim no audio output on (B)(6) 2014. At the time of the call with dexcom technical support, patient reported that the low alarm did not alert, and he experienced a hypoglycemic event on (B)(6) 2014. Patient reported that his wife, who is a pharmacist, injected him with glucagon. The paramedics were called, and upon arrival, checked patient's blood pressure. No further medical intervention was necessary. At the time of the call with dexcom technical support, patient reported feeling good. Additionally, at the time of the call, dexcom technical support advised patient to test alert functionality and patient reported alerts were functional. Dexcom has issued an rga for patient to return device to be investigated.